Manufacturer narrative:
Initially this medwatch was submitted by (B)(4) with number (0001822565-2020-00482-1). It turned out that it is a (B)(4) product. Therefore this new medwatch has been created from (B)(4) and the investigation results are now available. Event description: event summary: it was reported that the patient was implanted with a primary total hip prosthesis on (B)(6) 2019. Patient was admitted to hospital on (B)(6) 2020 where a fractured ceramic liner was noticed. Revision surgery took place on (B)(6) 2020. Review of received data: x-rays: three undated views of the right hip have been received and reviewed by a hcp from mmi assessment of imaging: three views of the right hip demonstrate a right total hip arthroplasty without radiolucency to suggest loosening. Image one and two demonstrate a fractured ceramic liner with fragments in the joint space. No bony fracture is seen. Normal bone mineralization. Impressions: right total hip arthroplasty with evidence of a fractured ceramic liner. Overall fit and alignment of the implant is appropriate. Normal bone quality. No signs of loosening, wear, radiolucency, or any other contributing factor such as misalignment that would cause the liner to fracture. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be in appropriate position. No indications of subsidence, subluxation, corrosion, osteolysis. No implantation or revision surgery report has been received. However, it is described that implantation was a standard asi procedure. During revision a lot of ceramic debris was detected. A pulse lavage, nettoyage and placement of another ceramic liner were performed. Devices analysis: visual examination: an unbroken ceramic head and several fragments of a ceramic insert were received for investigation. The ceramic head exhibits several metal transfer on the articulation surface. These secondary metal transfers probably occurred due to the contact to metal parts after the fracture of the insert and / or during the extraction of the head during the revision surgery. Such patterns do not provide any information about the cause of the fracture of the insert. The articulation surface also shows some abraded areas. These most likely derived after the fracture due to the contact between the artilation surface of the head and fracture fragment from the insert. Commonly observed primary metal transfer patterns can be found on the head¿s taper indicating the taper fit between the head and the stem. The ceramic insert cannot be completely reconstructed from the received fragments as some fragments missing. Due to the missing fragments the identification of the insert is not possible by reading the laser engraving. Secondary metal transfer can be observed on the fracture surfaces and on the inner and outer sphere of the insert. They probably occurred by contact to metal parts and / or surgical instruments after the fracture and during the revision surgery. Commonly found metal transfer patterns (primary metal transfer) in the taper region of the insert indicating a symmetrical taper fit cannot be found on the provided fragments of the insert. The fragments have been rubbing against each other after the fracture event. Due to this mechanism secondary chipoffs occurred on the fracture surfaces. Therefore, a deeper analysis of the fracture surfaces was not performed. Complaint summary: it was reported that the patient was implanted with a primary total hip prosthesis on (B)(6) 2019. Patient was revised on (B)(6) 2020 due to fracture of the ceramic liner. The components were in vivo for approximately 5 months. The visual examination of the ceramic liner fragments and the received x-rays confirm the fracture of the liner. The missing metal transfer patterns (primary metal transfer) in the taper region of the insert could indicate an insufficient or misaligned fixation of the insert in the metal cup. However, due to the high amount of missing fragments from the taper region the primary metal transfer cannot be evaluated sufficiently. Due to missing fragments and secondary damages, it cannot be drawn any conclusion regarding a possible cause for the fracture of the insert. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). An insufficient or misaligned fixation could have contributed to an uneven loading which may have led to the fracture of the inlay. Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture 6 months post -operative. Investigation results are available.